Event description:
It was reported that the patient presented with episodes of noise on both atrial and ventricular channels. Once inside the pocket it was noted that the ventricular lead pin was not fully inserted into the header. The ventricular lead was reseated into the connector.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.